Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that their insulin pump had stuck button alarm. The customer¿s blood glucose level was 159 mg/dl at the time of the incident. The customer stated they did not press a button down for 3 minutes or longer. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons during testing due to corroded electronic assembly. Device also received with missing display window cover, scratched around casing and cracked battery tube threads.